Manufacturer narrative:
Although there was no claim against the product and no indication of a product issue, an investigation was conducted to determine the cause of the conversion to open surgery. Follow-up attempts have been made for additional clarification, but no further details had been received as of the date of this report. Based on the investigation, there was no indication that the device directly caused the conversion to open surgery. The use of da vinci products during this type of surgical procedure may have contributed to the complications as noted in the surgical risk document. This complaint is considered an adverse event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to an unspecified issue "not related to the davinci".

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the surgeon side console (ssc) was no longer connected to the vision system cart (vsc). The ssc had an error message that it was no longer connected to the vsc. The system was not connected to onsite. The customer confirmed none of the equipment in vsc was powered on. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check the main breaker of the vsc and the customer stated it was in the off (0) position. The customer would not understand why or how the switch was moved during the surgery. After switching breaker to the on (1) position, the vsc powered on, but arms were alarming amber. Instruments and endoscope were still inserted in the patient, one instrument holding tissue. The customer used the instrument release key (irk) and removed the instrument successfully. After reinserting all instruments and endoscope, the customer recovered from the fault induced by pushing the emergency stop button and system was working normally again. The customer had problems during procedure not related to the da vinci and the surgeon decided to convert to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.